Event description:
The customer contact reported no suction. After an unspecified length of time in use, it was reported that no suction was noted. Reportedly, the valve in the liner lid was blocked and did not allow suction. The suction liner was replaced. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It was not yet received. (B) (4). (B) (4)